Event description:
This complainant reports an over delivery. The reporter indicated that the intended delivery amount was 40ml/hr; however, the actual amount received was 85 ml after one hour of feeding.

Manufacturer narrative:
(B) (4): the device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically.